Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient has been scheduled for a surgical procedure due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient's ipg became inoperable following an unrelated procedure wherein the ipg was not set into surgery mode. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.